Event description:
It was reported the patient experienced a shocking sensation on (B)(6) 2012. The patient was getting into bed and had one leg on the bed. When lifting the other leg, the patient felt an electrical shock from their waist down. The following day, it was stated the patient 'scooted sideways' and felt another electrical shock. The sensation was described as if the patient 'put their finger in a socket.' It was noted the patient has not experienced this again. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va03rcg, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.